Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, the patient experienced a drop in blood pressure. It was further reported the pump did not ¿sound occlusion during an upstream occlusion¿. The spectrum pump was changed to a new pump. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation observed and found the pump passed all of the testing, which included upstream occlusion testing and alarmed for the upstream occlusion when manually occluded. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.